Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that the vertecem v+ cement kit was found to have a defect during the cement mixing process. The handle of the cement kit was unable to push and pull, preventing proper mixing. Upon discovery of the defect, a new cement kit was opened and used, ensuring the defective kit did not come into contact with the patient. No broken pieces or fragments from the defective kit fell into the patient, and there was no reported patient or user harm. There was no significant delay in the procedure.